Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. The type/brand of baclofen was also unknown. It was reported that the patient¿s first pump had to be replaced due to a motorcycle accident which caused catheter to come out of patient¿s spine. The patient was riding a dirt bike that fell over and when patient went to pick it back up the catheter shot right out of the patient¿s spine. It was further noted that healthcare provider (hcp) decided to replace whole system rather than just catheter. The motorcycle accident that reportedly caused the device to come out of the spine occurred in (B)(6) 2009. The date (B)(6) 2009 is considered an approximate date of event (month and year known only). No patient symptoms were reported. No further patient complications have been reported as a result of this event.